Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shield issues and hub separation occurred during use with relion® insulin syringes. The following information was provided by the initial reporter, "relion consumer reported, he has to use pliers to remove shields on some, the needle and hub would separate and remain in shield. He is still able to use most of the syringes from box once shield is removed with pliers."

Event description:
It was reported that shield issues and hub separation occurred during use with relion® insulin syringes. The following information was provided by the initial reporter. "Relion consumer reported, he has to use pliers to remove shields on some, the needle and hub would separate and remain in shield he is still able to use most of the syringes from box once shield is removed with pliers."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9259115. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200851661] noted that did not pertain to the complaint. There was one (1) notification [200850882] noted for out of spec shield pull.